Manufacturer narrative:
Device evaluation seven samples and one photo were provided to our quality team for investigation. The photo shows seven 10 ml fully assembled loose syringes with some sections of the grading lines partially or entirely missing, specifically between major lines 8 ml and 10 ml. Additionally, seven samples were evaluated. All samples presented light scuff marks and were entirely or partially missing sections of the major and minor grading lines, specifically between major lines 8 ml and 10 ml. The condition observed is non conforming per product specification. The potential root cause of the missing print defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4082360. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 301029 batch#: 4082360. It was reported that the bd syringe 10ml ll bns had a scale marking issue. The following information was provided by the initial reporter: I am writing to file a complaint regarding part no. 301029, lot no. 4082360. During our incoming inspection, we conducted an aql visual inspection on 200 syringes. Unfortunately, our qc inspector identified 7 syringes that did not meet our quality standards. Specifically, these syringes were found to be missing graduation marks, and some had partially missing logos. As a result, these syringes have been rejected and placed in quarantine in accordance with our procedures, as they exceed the allowable limit criteria please see attached non-conformance report ncr-24-004 and photos of the rejected syringes.